Event description:
It was reported that a patient received a second repeat cardiac ablation for atrial fibrillation on (B)(6) 2025. The patient experienced pericarditis (ae#1) categorized as moderate and serious defined by hospitalization with admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device is not related and relationship to the repeat study procedure (done on (B)(6) 2026) is possible. The adverse event is anticipated. The outcome is resolved with an end date of (B)(6) 2025. Intervention was medication ("aspegic").

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).